Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the por was caused by confusion on how to turn off; nurse finally figured out to have a procedure done.¿ it was noted that to resolve it they met with the rep at their doctor¿s office (B)(6) and they turned it on. The device is now working as expected. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw a por (power on reset) error code and the therapy has turned off and reset to shipping parameters. The patient just had an erct scan and had previously turned stim off. Patient then tried to turn stim on and started seeing a por screen; and patient services explained this is most likely due to the erct. Patient was advised to see their healthcare professional to have the por cleared. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.